Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) post-market clinical study. It was reported that complete heart block(chb), dyspnea, edema, congestive heart failure, bradycardia and right bundle branch block(rbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regiment of aspirin at the time of the index procedure. A lotus introducer sheath was placed and a 27 mm lotus edge valve was deployed successfully, involving successful repositioning of the lotus edge valve with partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. The following day, the subject was discharged on aspirin. Post procedure event summary: eight days post index procedure, the subject presented to the emergency department with complaints of shortness of breath and bradycardia. Physical examination revealed left lower pitting edema. On the same day, chest x-ray revealed an enlarged heart. However no focal lung lesion or pneumothorax or pulmonary consolidation or pleural effusion was noted. The subject was then diagnosed with decompensated heart failure with preserved ejection fraction (hfpef). Furosemide was initiated to treat the event. The event led to prolongation of the hospitalization and further monitoring recommended on telemetry. Nine days post index procedure, telemetry results were persistent for slow atrial fibrillation and complete heart block. 11 days post index procedure, a single chamber vvi non-bsc permanent pacemaker was implanted successfully to treat the complete heart block. On the same day, the chb and hfpef were considered recovered. The subject was discharged home on aspirin the following day.